Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there was an issue with foreign matter.

Manufacturer narrative:
Investigation: a visual examination of the one received photo confirmed a 5ml syringe with a green tip cap filled to the 4ml mark with medication. 3 small black particles were observed in the barrel wall approximately between 1ml and 3ml markings outside the grad lines. The particles appeared to be less than level 3 in size. However, it was not possible to determine whether the particles were in the fluid path, attached to the surface or embedded in the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Since it is not possible to determine what type of particles are depicted in the photo, root cause could not be determined. A physical sample or additional photos to confirm particles¿ type and location are required for investigation and potential root cause determination.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there was an issue with foreign matter.